Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday as they were getting ready to leave for church all of a sudden their stimulator "went off". Patient stated they have had this for years and have not had this problem, but reported all of the sudden it is shocking in a place where it shouldn't be shocking. Patient described it as shocking almost by their vagina, but on the right hand side, maybe the perineum area. Patient reported they feel it coming on because all of an sudden it starts quivering and suddenly it gets really painful, then it stops, but reported it shocks on their right side and down their right leg all the way down to behind their knee. Patient confirmed they did not fall or anything and stated they were just going to put their jacket on when this started. Patient stated they have not used their programmer for a few years because they do not ever need it and they went to use it due to this to try to connect to decrease/turn off stimulation but reported the programmer will not turn on and they tried to use antenna and they are not able to connect. Patient reported they are still feeling shocking sensation. Patient has model 3037 programmer. Agent reviewed how to power on programmer on the call, but patient reported programmer did not power on. Patient confirmed using standard alkaline batteries in programmer and confirmed batteries were brand new. Patient stated they tried 3 different sets of batteries and confirmed they were all good and reported this did not resolve issue. Patient removed/reinserted batteries on the call and confirmed inserted correctly, confirmed using correct standard alkaline batteries. The issue was not resolved through troubleshooting. A request was sent to the repair department. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) and patient. Patient called back and agent reviewed the kit that patient will receive as replacement for programmer. Agent redirected patient to physician for programming with new programmer. Patient confirmed understanding. Patient stated they contacted their urologist and they are no longer managing the implant and only removes them. Patient requested physician listing emailed. Agent emailed patient physician listing. Patient stated they want to turn therapy down or off until they find a dr. Agent sent email to reps with request to contact pt. The rep said the patient was going to contact them when they received the replacement remote and they will try another program settings and do a system check in clinic. The patient called back on (B)(6) 2026 and reported that they started to feel shocked and pulsing in the wrong area. Patient said that they had a new communicator and they are trying to connect to their therapy, but they were getting a message device not responding. Agent assisted patient to troubleshoot. Patient said that they were getting a message data lost contact your clinician (rep reported data lost internally). Agent reviewed and informed the patient to contact their healthcare provider (hcp). Patient was with a manufacturer representative (rep). The rep confirmed if they can restore the details using the clinician app. Agent advised if they have a password for it then they can. The rep said that replacing the programmer did not resolve the issues. They will wait to meet with a provider in clinic and are awaiting a response from them.